Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during servicing, this 980 ventilator failed the short self test (sst) with an exhalation auto zero solenoid not operational message. The device was available for evaluation. The service personnel (sp) inspected the unit and confirmed the code in memory but could not duplicate it. Sp replaced the exhalation module cable and the exhalation valve assembly (eva) based on the codes. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One exhalation module cable was returned to medtronic for analysis. The returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One eva was returned to medtronic for analysis. A visual inspection of the returned eva found no anomalies. As the reported issue was the subject of a previous investigation and the exhalation sensor printed circuit board assembly (pcba) of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be a faulty autozero solenoid (so1). The serial number of the exhalation sensor printed circuit board assembly (pcba) is in scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, this 980 ventilator failed the short self test (sst) with an exhalation auto zero solenoid not operational message. The ventilator was not in use on a patient at the time of the reported event.